Event description:
Additional information was received from the healthcare provider who reported that due to the findings a side port check was scheduled for (B)(6) 2023 in regards to the diagnostics and troubleshooting performed. The cause for the issue with the catheter was at the side port check, they had negative aspiration, indicative of catheter malfunction; cause unknown. The actions and interventions taken to resolve the issue was on (B)(6) 2023 decreased continuous rate, increased oral pain med frequency, referred to surgeon. On (B)(6) 2023 the patient was approved to increase frequency of oral pain meds again. The patient¿s surgeon consultation was (B)(6) 2023. The event was not resolved, the patient has surgical consultation on (B)(6) 2023.

Manufacturer narrative:
H6: device code a1407 no longer applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and bupivacaine (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported the patient had been having a lot of pain for several months. They did an x-ray last week and the patient found out on the date of this report that their catheter was not working anymore. The patient¿s concern was that they could not get into the surgeon until (B)(6) 2023. It was reported the patient was ¿on 1.4786mg of both dilaudid and bupivacaine but I'm not getting any of it now.¿ it was also reported the doctor just increased the patient¿s medications for one fill.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-nov-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.